Event description:
It was reported that bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes contained foreign matter. The following information was provided by the initial reporter: "artifact in the lavender tube. We have been having some random sampling issues on the sysmex that we could not pin point. This was found this morning."

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1165631. Medical device expiration date: 2022-10-31. Device manufacture date: 2021-06-14. Medical device lot #: 1228084. Medical device expiration date: 2022-12-31. Device manufacture date: 2021-08-16. Medical device lot #: 1014093. Medical device expiration date: 2022-05-31. Device manufacture date: 2021-01-14. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Medical device lot #: 1195790. Medical device expiration date: 2022-11-30. Device manufacture date: 2021-07-14. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes contained foreign matter. The following information was provided by the initial reporter: "artifact in the lavender tube. We have been having some random sampling issues on the sysmex that we could not pin point. This was found this morning."

Manufacturer narrative:
H6: investigation summary: bd had not received samples, but one photos were provided for investigation. The photos were reviewed and the indicated failure mode for damage was observed. Additionally, retention samples from bd inventory were evaluated by visual examination and the issue of damaged tube was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode damage. Bd was not able to identify a root cause for the indicated failure mode. However, this defect is not caused by any process during the manufacturing of this product.